Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-539b-1271: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, at 174,872 joules of use, significantly diminished vaporization efficiency/fiber burnt out, was noted. The fiber was exchanged. While using the second fiber, at 73,640 joules of use, significantly diminished vaporization efficiency; fiber burnt around mirror, was noted. The procedure was completed utilizing a third fiber (27,012 joules used). Patient outcome: "ok". No patient injury was reported. This report is for the first fiber.